Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per biomed- strain relief is pulling away and exposing wiring.

Event description:
Per biomed- strain relief is pulling away and exposing wiring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of information, the following was concluded: the device was returned to the service facility for. During evaluation, the reported issue of exposed wires was confirmed. The probe¿s cable sleeve is cut. The cut is located by the strain relief. Root cause: the probe¿s cable sleeve is cut due a use related problem. A history review of serial number asdrag075 showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.